Event description:
It was reported that the old leads were explanted and two MRI safe epidural leads were implanted, as well as a new implantable pulse generator (ipg). It was stated that impedance testing and x-rays were performed diagnostically. It was reported that there were high impedances >40000. It was noted that the patient had a 4-5 level fusion performed last fall, but it was unknown whether this surgery damaged the leads or not. It was reported that the leads were pulled out of place at an unknown time. It was stated that the patient¿s battery was replaced a month or so ago. It was noted by the healthcare professional (hcp) that the point of connection seemed to have a loose contact (either #0 or #8). It was stated that the hcp would like the leads/extension tested if possible to see what may have damaged them. It was noted that the leads/extensions were all cut during the explant. It was stated that when the ipg was replaced a month or so ago, the impedances were off post operatively. It was stated that only one connection was maintained and a plug was used for the second. It was stated that the hcp ¿knew he would likely go back in and replace the leads,¿ yet did not have patient consent or prior authorization to do so. It was noted that the reported product issue was resolved by the described intervention. It was noted that the explanted devices would be returned and were currently in the possession of the manufacturer¿s representative. It was reported that the patient was alive with no injury, symptoms, or complications. It was later stated that the cause of the impedance issue was unknown. It was stated that there was ¿no way to know if the leads were bad before or after her fusion.¿ it was noted that there were no obvious signs of fracture. It was stated that the patient was receiving great therapy now.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v176884, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension; product ID 3888-56, lot# v157693, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n471000, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory; product ID 3550-39, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the stimulation lead v8319354 found no significant anomaly. It was noted that the lead was cut through and the product segmented. Analysis of the stimulation lead v8292443 found no significant anomaly. It was reported that the # 2 conductor was broken (overstress damage) near the # 2 connector weld site. It was noted that the lead was cut through and the product segmented. Analysis of the extension n177244 found no significant anomaly. It was reported that the proximal end was stretched. Analysis of the stimulation lead v8267451 found no significant anomaly. It was noted that the lead was cut through and the product segmented.